Event description:
This is filed to report the posterior mitral leaflet perforation requiring intervention and unchanged mitral regurgitation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One mitraclip was successfully implanted on the valve. A second clip delivery system (cds) was advanced and placed on the valve; however, during the leaflet insertion assessment it was noted that the mr increased at the posterior mitral leaflet due to a perforation. The second clip was placed further lateral to the first implanted, but the mr remained high. A third cds was advanced and placed between the two implanted clips to treat the perforation and further reduce the mr. However, the mr was only slightly reduced but remained at a grade of 4. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue damage appears to be due to challenging patient anatomy. The reported mitral regurgitation (mr) appears to be a cascading event of the tissue damage. Furthermore, the reported patient effects of tissue damage and mr are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Na

Event description:
N/a.